Event description:
The patient and therapist were in our dept's training bathroom practicing a commode transfer. There was a bedside commode (bsc) over top of the toilet. As the pt. Pushed up from the bsc, the left-sided grab bar on the toilet gave away. The patient lost his balance backward and to the left, but was able to recover with minimal assistance (he used his right hand on the grab bar to assist). As he lost his balance to the left, he bumped his forehead on the wall's toilet paper holder. He regained his balance and sat back down on the commode.